Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope produced no image (unrestorable) with no error code. It was also reported that the fibers at the distal end were crushed. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image problem was due to fluid invading the scope connector. Also, after aeration, excessive image guide breakage was found. Lastly, heavy corrosion was found in the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to fluid invading the scope connector causing an image problem. Olympus will continue to monitor field performance for this device.